Manufacturer narrative:
Follow-up #1: date of submission 12/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: the reported keypad complaint was unable to be duplicated. The keypad cover was found to be intact with no evidence of peeling or damage. All keypad buttons were responsive to button presses. The keypad cover was removed and there was no evidence of contamination on the key contacts. There was no evidence of the corrosion near keypad connector. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.